Event description:
It was reported that during an unknown procedure the equipment was not working. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the unit was not working. The earth ground but and lcd display were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/23/2022 investigation summary per service manual operational and diagnostic analysis confirmed the unit was not working. The earth ground but and lcd display were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. H6, h10